Manufacturer narrative:
The event of "lymphedema " is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphedema.

Event description:
Patient reported "lymphedema" and "pain". This record is for the right side. Device remains implanted.